Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for atrial fibrillation using the sphere 9 catheter, wide area circumferential ablation, roof line, and inferior line lesions were being created, and 225 pulsed field lesions were delivered. During mapping, a catheter temperature sensor fault message appeared with a partial red color displayed on the sensor globe, and the issue was resolved by changing the catheter. During the inferior line portion of the procedure, transseptal access was lost and a second transseptal puncture was performed. During subsequent ablation on the inferior line, effusion was identified via transesophageal echocardiogram. Pericardiocentesis was performed to treat the effusion. The procedure was aborted and the patient was reported to be alive with injury and stable in the intensive care unit. No further patient complications have been reported as a result of this event.